Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) and lead system expired. The device was interrogated and a shorted lead indicator was displayed. A review of therapy history showed oversensing and inappropriate therapy.